Event description:
A pt reported experiencing inaccurate high results with a one touch ultra meter. The pt's blood glucose result was 134 mg/dl (this was the only result provided in the reported issue). Tests were done less than 10 mins. Pt did not experience any adverse event. No further info has been reported.